Manufacturer narrative:
As reported, an expired bard/davol ventralex mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in november, 2018. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open incisional hernia repair procedure on (B)(6) 2022, a bard/davol ventralex mesh which expired on (B)(6) 2022 was implanted in a patient. It was reported that the mesh has been left implanted and the patient has not received any additional medical/surgical treatment. There was no reported patient injury.